Event description:
It was reported that an inaccuracy between the continuous glucose monitor (cgm) and the blood glucose (bg) meter occurred. The sensor was inserted into the abdomen on (B)(6) 2023. On (B)(6) 2023, the patient had a hypoglycemic event and passed out. The cgm was displaying 131 mg/dl and their bg was 29 mg/dl. The patient's spouse called paramedics and when they arrived, they treated the patient was treated with IV therapy and monitored the patient's heart rate. At the time of the report, the patient was in good condition. No data was provided for evaluation. Confirmation of the allegation and a probable cause could not be determined. The reported glucose values fall within the d zone of the parkes error grid. No additional patient or event information is available.

Manufacturer narrative:
(B)(4). Diabetes mellitus is a known cause of hypoglycemia and loss of consciousness.